Manufacturer narrative:
This report is submitted on december 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the experienced pain following an MRI conducted on (B)(6) 2018. Subsequently, the patient underwent revision surgery to have the magnet repositioned on (B)(6) 2018.